Manufacturer narrative:
Bd received two samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for needle damaged, being bent at a 90 degree angle with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: a potential cause is that a jam occurred on the line. The unit is believed to have been culled out and pushed off onto a reject station was inadvertently placed back on the line by an operator.

Event description:
It was reported that bd eclipse¿ blood collection needle with luer adapter had a needle damaged, it was bent at a 90 degree angle. No injury or medical intervention reported.

Manufacturer narrative:
This MDR was submitted in error. The device is rendered inoperable therefor cannot cause any serious injury or malfunction.